Event description:
It was reported that a battery and ¿paw high¿ alarm appeared during patient transport. The device switched off. The screen of the device was black. Reportedly, the ventilation was still ongoing. The device was replaced. The device was plugged in main power before the transport. No health consequences for the patient were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.